Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential oversensing and small r-wave amplitudes resulting in an inappropriate shock. The patient was subsequently hospitalized. During testing of the device, noise was able to be easily reproduced, therefore the device was deactivated. This system is expected to be replaced with a transvenous system at a future date, however currently remains implanted. No additional adverse patient effects were reported.